Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed the visual inspection of image, the rigid tube was dented, the light guide bundle was chipped, insufficient light, component failure of the charged coupled device unit, rigid tube, light guide bundle and universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rigid distal end is rotated and misaligned due to component failure of the charged coupled device unit. The rigid tube was dented due to a component failure of the rigid tube. The light guide bundle was chipped due to a component failure of the light guide bundle. Insufficient light was due to a component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid distal end of the subject device was rotated and misaligned. This event occurred during set up/inspection for use. There were no reports of patient harm.